Event description:
A nurse contacted zoll customer support while assisting a (B)(6) female patient to report multiple adjust belt and check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt/check belt) has been confirmed. The cause for the adjust belt/check belt alarms are due to a cable damaged internally that connects the distribution node (dn) to ECG c and d. In addition, several cracked smt components were found inside the distribution node. The root cause of the damaged cable and components cannot be positively determined but was likely physical damage to the distribution node. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.